Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual examination was performed on the returned device. It was noted that a complete blade was detached. All other blades were intact and fully bonded to the balloon material. No issues were noted with the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no issues with the shaft of the device. This concludes the product analysis.

Event description:
It was reported that blade detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified venous side of arteriovenous fistula. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, when the catheter was removed after completing the procedure, it was noted that one of the four blades was missing. In order to check the location of the detached blade, the patient was transported to a local general hospital for x-rays and computed tomography (CT) scans. Based on the findings, it was confirmed that no blade remained inside the body, so it was determined that the blade remained in the discarded sheath. There were no patient complications as a result of this event.

Event description:
It was reported that blade detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified venous side of arteriovenous fistula. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, when the catheter was removed after completing the procedure, it was noted that one of the four blades was missing. In order to check the location of the detached blade, the patient was transported to a local general hospital for x-rays and computed tomography (CT) scans. Based on the findings, it was confirmed that no blade remained inside the body, so it was determined that the blade remained in the discarded sheath. There were no patient complications as a result of this event.